Manufacturer narrative:
(B)(4). Insulin pump received with blank display. Problem isolated to electronic assembly. Insulin pump also received cracked keypad at select button and dented keypad overlay.

Event description:
Customer reported via phone call that the insulin pump was damage. The customer¿s blood glucose level was 109 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the display as well as on the button area was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.